Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting suddenly. Reportedly the pump battery dropped from 85% to 65% within minutes. There was no patient involvement, as the pump was not being used on the patient at the time of the event.

Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed due to a different issue was found.